Manufacturer narrative:
A visual and functional inspection was performed on the returned device. The reported material deformation was confirmed. The reported failure to advance and difficult to remove could not be evaluated as the exact anatomical conditions and accessory devices encountered by the device used during the procedure could not be replicated in the test laboratory. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Na.

Event description:
It was reported that the procedure was to a lesion in the mid right coronary artery (mrca) with moderate calcification. The 3.00x38mm xience skypoint stent delivery system (sds) was attempted to be advanced to the target lesion; however, failed to advance and the stent struts were noted to be flared. Therefore, the sds was attempted to be removed; however, the sds could not be inserted into the guide catheter. The sds had to be removed with the guidewire and guide catheter as a single unit. There was no adverse patient effect and clinically significant delay reported in the procedure. The stent was deployed after removal to evaluate the stent damage post procedure. No additional information was provided.